Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.